Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after repair, the colonovideoscope had a defective air supply. The issue was found during a diagnostic procedure that was completed with a similar device. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign object inside the nozzle, which was attributed to inadequate cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and found that due to clogging of the nozzle, air supply volume did not meet standard value. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, water supply volume and water removal ability did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value and angle wires were stretched; light guide lens had a crack; universal cord, plastic distal end cover, grip, image guide protector, scope cover, up/down knob, suction connector, control unit, scope connector cover unit, adhesive on bending section cover, flexibility adjustment ring, and objective lens had a scratch; due to scratch on objective lens, the image had partially dark area; electrical contact of endoscope connector, control unit, universal cord, and objective lens had discoloration; and universal cord had a wrinkle. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer believed the foreign material may have entered the device during repair and was possibly vinegar. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped with clean lint-free clothes, brushes or sponges. The customer flushed the air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.